Manufacturer narrative:
Previous gi bleeds were reported under 07jun2017: MFR# 2916596-2020-04738. 05jul2017: MFR# 2916596-2020-04745. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented with complaint of weakness on (B)(6) 023; they were found to be anemic secondary to gastrointestinal (gi) bleed and were admitted. Hematocrit test (hct) was 22. 3 units of packed red blood cells (prbc) were given. Esophagogastroduodenoscopy (egd) and colonoscopy were performed with old blood in duodenum. The patient was not on anticoagulation prior to admission secondary to prior gi bleed. There was no plan to resume anticoagulation at this time. The patient was deemed stable for discharge on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.